Manufacturer narrative:
(B)(4). D10: item # 118000, 25mm versa-dial taper adaptor, lot # j8005184 item # 115310, comp rvrs shldr glnsp std 36mm, lot # j1961608 item # 110031399, hmrl tray std std, lot # 67478189 item # 110031418, cr prolong 36mm brng std, lot # 67246432 product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the glenosphere disassociated from the baseplate. The patient underwent a revision procedure. Attempts have been made and no further information has been provided.